Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose excursion to 33 mmol/l which caused the patient to seek medical intervention. The patient reported treating the elevated blood glucose with an injection and the blood glucose levels eventually resolved to 10 mmol/l; the patient reported receiving no treatment at the hospital due to blood glucose responding to the insulin injections. The pump was reviewed with the patient and no discrepancies were found in the pump history. The patient denied any changes in activity or changes in health. No pump defects were found related to the elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia causing the patient to seek medical intervention while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed that the last basal delivery was on (B)(6) 2013 at 9:31 am. The pump black box showed a 4 hour suspend on the reported event date. During the review of the black box, the pump history appeared to be inaccurate due to the time being set incorrectly. The pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. The pump was opened and no internal defects were found. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.